Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated the patient¿s impedances were all in range and that only patient programmer showed the settings were not available. The hcp tried to reprogram around and was not successful, but the caller confirmed that therapy was fine. The caller stated the patient programmer was now needing a replacement. Ins 2.69v in december, and 2.6v march. Impedances were tested, and the following impedances results were reported: monopolar 0 = 16k ohms. Bipolar all = 16k ohms. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedances wasn¿t determined. The patient was seen at the clinic on march 11th, but no interventions were taken, and the issue wasn¿t resolved. No patient symptoms or further complications were anticipated.